Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 356 mg/dl. The customer stated that she experienced high blood glucose levels for approx one week prior to the event. The customer was unable to troubleshoot at the time of the call, and stated that the doctor wanted the insulin pump replaced. Nothing was reported.